Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Hardware low level failures alarmed during self test and was confirmed in pump history file due to cold or cracked solder joint found on pin 1 of the u1 ambient light sensor. Pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure as well as insulin flow blocked alarm and battery failed alarm. Customer¿s blood glucose level was 123 mg/dl. Customer stated that the not able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the insulin exited. Customer troubleshoot was performed for insulin pump error and insulin flow blocked alarm and failed battery alarm. The insulin pump will be returned for analysis.